Manufacturer narrative:
Health effect - impact code: (B)(4). The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; seroma.

Event description:
Patient reported " started presenting pain in the left breast" healthcare professional reported "observed capsular contracture baker grade iii, bilaterally, but more accentuated on the left side." "Small intracapsular seroma on the left and sparse cysts, the largest measuring about 1.3 cm in the upper outer quadrant of the left breast.." "On the left, there is a small liquid slide in the posterior portion of the implant, measuring about 1.3 cm in maximum thickness. And small intracapsular seroma on the left." "The MRI shows the seroma behind the left implant" this is for the left side. The device has been explanted.